Event description:
Boston scientific received information that the patient with this device passed away at home and was not found until approximately two weeks post-mortem. The body was transported to the coroner's office at which time a boston scientific field representative was called to interrogate and turn off device function. Upon interrogation, the device appeared to have been functioning normally, no fault codes were observed. Additionally, there were no episodes in device memory showing any therapy or fast rhythms. All daily impedance measurements were then observed to have been high, out of range and corresponded to low r and p waves. This was approximately two weeks prior to the estimated date of death. The device has been explanted and is expected to be returned; however, the associated boston scientific leads were unable to be explanted for return.

Manufacturer narrative:
Following device return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A high powered microscopic visual inspection of the device header noted a slight amount of body fluid contamination. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis of the device memory confirmed that therapy was available and the device was functioning normally at the time of explant with a battery status of beginning of life (bol). No functional irregularities were noted during device analysis. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.